Manufacturer narrative:
Lot number of devices used during index procedure and revascularization was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cec adjudicated the revascularisation as target lesion, clinically driven and related to the device but not related to the procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one medtronic standard pta was used to treat the left venous outflow. During a revascularisation one medtronic pta was used to treat the venous outflow. Approx 18 months post index procedure and 15 months post revascularisation procedure the patient suffered avf shunt stenosis. The patient was treated with medication and pta of the venous outflow. The event is resolved.